Event description:
It has been reported to philips that movements of the c-arm of the allura device were not available. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geo ipc was failing. The geo ipc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the movements of the c-arm were not available. Review of the system log files shows malfunctioning of geo-pc. Fse replaced geo pc, loaded software and performed functional tests. Later fse found that the geo pc was not loading software after reseating battery and memory chips, pc was loading sw and working fine. The codes were updated based on the investigation outcome.